Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in early 2008, that a resolution clip device was used during a gi bleed procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, during the procedure, the clip would not deploy and became stuck in the patient. The physician noted that the clip grasped the tissue, but would not release. Additional notes indicate that the clip was removed from the tissue and no trauma was sustained to the site. Procedure completed with another of same resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."